Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported conflicting results with the binax now covid-19 ag assay performed (B)(6) 2020. The customer reported a faint positive line with the first binaxnow covid-19 ag test. Repeat testing was negative. Swap type, sample type, and test procedures were not provided. Additional/confirmation testing information was not provided. The customer stated that after discussion with the local department of health, the positive result was the correct diagnosis. No patient information, including symptoms, treatment, and outcome, were not provided. Attempts to gain further information results are for the identification of sars-cov-2 nucleocapsid protein antigen. Antigen is generally detectable in anterior nasal (nares) swabs during the acute phase of infection. Positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.